Event description:
The pt felt dizzy and was tired prior to testing. He tested his blood glucose and received a reading of "0 mg/dl" tested and received another reading of "0 mg/dl". The pt visited his physician and the physician "doubled" his medication. There is no information on what his reading was on the physician's meter. The test strips were in good condition and not expired. The pt did not have control solution to check the test strips. The technique of applying blood on the test strip was correct and he had been cleaning the meter according to the owner's booklet. Customer care agent sent the pt a replacement meter. No further clinical information was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the incident and reading on the hospital meter. The customer received a reading of "0-mg/dl" and experienced symptoms prior to testing. This reading is considered erroneous on its face since an individual is expected to have altered consciousness with such a low result.